Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted. Contraindications from the relevant instructions for use patients with a body weight of > 100 kg for taa11/13. Possible adverse events from the relevant instructions for use possible adverse events resulting from the usage of the fitbone taa are: loosening, bending, breakage, damage or migration of implants, including but not limited to mechanical, electrical, or structural failure(s) of the nail body, internal motor and/or receiver.

Event description:
Received information stating that a fitbone nail broke in the distal part after 5 months of implantation. Lengthening was fully achieved. As per reporter, breakage occurred when patient started weightbearing. On (B)(6) 2026, patient underwent a revision procedure to remove the device and implant a trauma nail.